Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a failed drawer. The field service engineer two rails are stiff and causing drawer to jam, screws coming loose allowing rails to bow creating friction. The fse remove the drawer from station and adjusted successfully then adjusted c channels accordingly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer.the customer stated that the drawer is hard to open, and ER drawer is hard to open as well.the user tried to restart the machine and manually open the machine and still says requires maintenance. The issue was causing a delay in dispensing medication to the patient.there were no adverse events or injuries reported based on this event.